Event description:
The facility representative reported a colleague infusion pump with an 810:04 failure code. The event was reported to have occurred during patient therapy in the emergency room. According to the hospital representative, therapy was stopped for an unknown amount of time, but it is unknown if there was any patient injury or medical intervention associated with this event. No additional information is available.

Event description:
In itu, they find that the shuttle technology in the colleague pump damages the administration set. Where the two valves are letting the fluid in and out of the pump head the set gets damaged. Over 72 hours, this means that the air alarm goes off because it is detecting damage as opposed to air. They have to move the set to stop this, but over 72 hours they run out of set. The business/(B)(4) has advised that the customer requires no further contact from the (B)(4). Therefore thet sample cannot be collected, the serial number remains unknown and the event-description cannot be clarified.

Event description:
It was reported by the nurse, doctor indicated that all products, implants and ex fix were MRI safe. Patient entered the MRI field and the machine grabbed his leg by magnetic force and jerked it upward. Patient experienced severe pain. Patient was not put all the way into the machine at that time."

Manufacturer narrative:
A baxter service technician evaluated the pump, and could not confirm the customer reported condition of "810:11 failure code" during product analysis (pal) testing. Air-in-line (ail) board is in calibration and sensor is functioning as designed. Assignable cause is undetermined although external circumstances are suspected due to fluid residue in ail sensor. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer. The software version is 6.13.90 and will be categorized as a colleague 2006.

Manufacturer narrative:
(B) (4). The device has not yet been received for evaluation of interruption of therapy. Should the pump be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available.

Manufacturer narrative:
(B) (4)mdq-CAPA-(B) (4) that is associated with this report.the failure code for this complaint should have been 810:04.